Manufacturer narrative:
(B)(4). (B)(6). It is indicated that product will be returned. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during a knee procedure that the locking pin could not be disengaged from the locking inserter after the pin was inserted. Subsequently, the locking pin was pulled by pliers and another lock pin was used to complete the procedure.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 32-472106, oss lock pin inserter, lot # 141930. Reported event was unable to be confirmed due to limited information received from the customer. Only the locking pin was returned for evaluation. Dimensional analysis showed the locking pin conforming to specification. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information.